Event description:
Related manufacturer reference number: 2017865-2025-14028. It was reported that the patient presented to the hospital for a scheduled implant procedure. Postoperative check revealed that the patient's right atrial (ra) lead was dislodged. X-ray and device interrogation confirmed the lead dislodgement. During the procedure, the ra lead had failed to be disconnected from the header of the pacemaker. Both ra lead and pacemaker were explanted and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, and failure to remove lead from header. The reported event of failure to remove from header was not confirmed. A complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. After cleaning the distal end, the helix was able to retract and extend by applying torqued directly to the connector pin. The full helix extension length was measured to be within specification. The lead was able to be inserted and removed into the implantable cardioverter defibrillator without difficulties. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.